Manufacturer narrative:
Preliminary analysis of the returned device suspected a slight overconsumption at the battery level.

Event description:
Reportedly, the physician complained about short longevity of the device. The subject device was explanted and will be returned for analysis.

Event description:
Reportedly, the physician complained about short longevity of the device. The subject device was explanted and will be returned for analysis.

Event description:
Reportedly, the physician complained about short longevity of the device. The subject device was explanted and will be returned for analysis.